Manufacturer narrative:
Device evaluation: the device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported there was a no disposable, pump won't run alarm. The pump used together with a cassette. There was no patient injury.